Event description:
The customer received a questionable a1cx-2 tina-quant hemoglobin a1cdx gen.2 whole blood application (hemoglobin a1c) result for one patient sample. The original result was 12.3 % and was reported outside the laboratory. The doctor called and questioned the result. The customer repeated the sample on another cobas integra 800 analyzer and the result was 4.10 %. This result was believed to be correct. The patient was not adversely affected. The reagent lot number was 12662401 with an expiration date of 06/30/2017. The customer repeated several other samples tested on this analyzer and all results matched the original results. The field service representative checked the instrument and did not find a cause or any problem. The customer stated that there may have been a bubble in the sample during processing. A new sample sent six days later had results of 5.9 % and 6.2 %. The field service representative ran performance testing and qc with results within the expected limits. All system checks were successful and the system operation met specification. Further investigation could not determine a specific root cause as only one patient sample was affected. Possible causes include pre-analytic issues, issues with the sample probe such as gel causing too much sample to be pipetted, or clots in the cuvette or in the sample. Since qc was fine prior to and after the event, a product issue could be excluded.